Manufacturer narrative:
No more information received. No document review or x-rays or device analysis possible at now. Follow up will be done as soon as new info will be available.

Event description:
Revision surgery performed 2 months after the primary surgery ( the precise date is unknown) due to locking screw breakage caused by bone graft not heald ( from the humerus). The surgeon inserted new bone graft two times ( from the femur and from the iliac crest) due to not healing. During the revision surgery the glenosphere, glenoid baseplate (the new one will be pegged), metaphysis and the inlay were revised. When the bone graft will heal the prosthesis will be reinstalled.